Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was severely kinked approximately 81.5 cm and slightly kinked approximately 5.0 cm from the proximal end. The stretch resistant wire (sr wire) was fractured and the proximal constraint sphere was inside the distal detachment tip (ddt). Conclusions: evaluation of the returned device confirmed that the pusher assembly was kinked. This type of damage typically occurs due improper handling during use. If the device is forcefully advanced at extreme angles, damage such as this may occur. Further evaluation of the returned device revealed that the embolization coil was detached from its pusher assembly. Since the ruby coil was reportedly removed from the procedure without issue, this damage was likely incidental, and the root cause of this damage could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a few fistulas off a main arteriovenous (av) fistula using ruby coils. During the procedure, while attempting to advance a ruby coil through a lantern delivery microcatheter (lantern), the physician did not mention resistance but inadvertently kinked the ruby coil pusher assembly. Therefore, the ruby coil was removed and the procedure was completed using a new ruby coil and the same lantern. It was reported that the physician did not use short controlled pushes while advancing the ruby coil into the lantern. There was no report of an adverse effect to the patient.